Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came for follow-up, secure sense alert message for non-sustained rv oversensing possibly due to myopotential oversensing was noted. Programming changes were suggested. No further information was available.